Manufacturer narrative:
The technician found the side rail latch mechanism is stuck. The technician cleaned and lubricated the side rail latch mechanism to resolve the issue.

Event description:
The account alleged the side rail will not latch in the raised position. No patient impact.